Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) when using external EKG from monitor it would give inaccurate results. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) when using external EKG from monitor it would give inaccurate results.

Manufacturer narrative:
Getinge field service engineer (fse) perform a check by connecting to a monitor to view the EKG signal. It was found that the EKG values from the EKG monitor and machine had the same signal. The machine can work normally. Checked according to the attached checklist. The machine can be used normally. No patient harm. The equipment was cleared for customer use.

Event description:
N/a.